Manufacturer narrative:
E1: initial reporter address (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between thirty (30) units of the capd disconnect y-set and the minicap transfer set. The y-sets were not properly connecting to the transfer set. This occurred "while attempting to connect the bag to the patient's transfer set" for use in peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. B5: during follow-up, it was clarified that an unspecified quantity of capd disconnect y-sets [previously submitted as thirty (30)] were not properly connecting to the transfer set. H11: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The y sets were connected and disconnected using the returned transfer set by hand and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.